Event description:
It was reported that this brady lead was not successfully implanted due to helix degradation after three times this brady lead was attempted. A new brady lead of the same model was successfully implanted. No adverse patient effects were reported.